Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. The following information was provided by the initial reporter: for 17/4/2019 case, priming was done and during the usual check, no leakage occurred. It was later after the drug (uromitexan, non-cytotoxic) was added into the bottle, that the leakage manifested. We managed to salvage the preparation by plugging the port with c90 and using another port (otherwise the whole preparation would be unusable). The affected c61 was pulled out and stuck into another partial ¿clean¿ drip bottle (containing sterile water). The pharmacist is using the product and there¿s not physical harm to the user or patients due to the leakage.

Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. CT scan was done on a leaking sample which was segregated during production. After this scan additional tests were done on spike component and the concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. The following information was provided by the initial reporter: for (B)(6) 2019 case, priming was done and during the usual check, no leakage occurred. It was later after the drug (uromitexan, non-cytotoxic) was added into the bottle, that the leakage manifested. We managed to salvage the preparation by plugging the port with c90 and using another port (otherwise the whole preparation would be unusable). The affected c61 was pulled out and stuck into another partial ¿clean¿ drip bottle (containing sterile water). The pharmacist is using the product and there¿s not physical harm to the user or patients due to the leakage.